Event description:
The pt safety sensors are inadequate for clinical use. For example, the sides of the sensor cannot be attached and must hang loose. They are currently under redesign but MFR is still shipping the product out the door. There has been no customer notification and MFR currently has no beta program in place for any of their products.